Manufacturer narrative:
Results: the atraumatic tip distal to the bulb was fractured off and not returned for evaluation. Conclusions: evaluation of the returned sep8 confirmed that the atraumatic tip distal to the bulb was fractured. It was reported that multiple passes were completed using the device. If the device is repeatedly manipulated against tough clot burden, the core wire and wrapping wire may fatigue. Subsequently, the atraumatic tip may fracture if the device continues to be used. Penumbra separators are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the inferior vena cava, iliac and femoral veins using an indigo system separator 8 (sep8) and indigo system aspiration catheter 8 (cat8). During the procedure, the physician completed multiple passes using the sep8 and cat8. Afterwards, the physician noticed under fluoroscopy that the wire distal to the bulb of the sep8 broke off. Therefore, the broken sep8 distal wire was aspirated out using the cat8. The procedure was completed using a new sep8 and the same cat8. There was no report of an adverse effect to the patient.